Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 04/01/2021.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem of "ec 345" could not be confirmed through the event history log (ehl) and was not reproduced through troubleshooting of the device. The device was found within specification during evaluation. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device had a delayed keypad response. The cause was identified to be a failed processor board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.